Event description:
It was reported that during the procedure, it was found that the console alerted error code 602. The procedure was canceled due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.